Event description:
It was recorded that the customer received a no delivery alarm on their insulin pump. The customer could not trouble shoot at the time and a follow-up call will need to be arranged. The customers blood glucose level was reported at 106 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.